Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the loss of capture and dislodgement allegations were not confirmed based on normal lead resistance measurements, a passing hipot test and inspection that showed no conductor fractures. The lead tip appeared normal. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported tha this left ventricular (lv) lead was dislodged. Additional information received indicated that the micro dislodgement occurred shortly after pocket closure with inability to capture despite vector selection. It was also indicated that it appeared to be an incorrect lead selection for the vessel anatomy. This lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this left ventricular (lv) lead was dislodged. Additional information received indicated that the micro dislodgement occurred shortly after pocket closure with inability to capture despite vector selection. It was also indicated that it appeared to be an incorrect lead selection for the vessel anatomy. This lead was explanted. No additional adverse patient effects were reported.